Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device dislocation ('coil was in the outside wall of my stomach') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), alopecia ("hair loss"), fatigue ("tired"), myalgia ("sore aching muscles"), arthralgia ("sore aching joint"), feeling abnormal ("extreme brain fog"), rash ("rash"), nasal disorder ("sores in my nose"), food allergy ("tons of food allergy"), asthenia ("no energy") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (received treatment for perforation). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device dislocation, systemic lupus erythematosus, dyspareunia, abdominal pain, pelvic pain, menorrhagia, vaginal discharge, tooth disorder, alopecia, fatigue, myalgia, arthralgia, feeling abnormal, rash, nasal disorder, food allergy, asthenia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, asthenia, device dislocation, dyspareunia, fatigue, feeling abnormal, food allergy, menorrhagia, myalgia, nasal disorder, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for perforation: uterus. Discrepancy noted in date of insertion (B)(6) 2005 (summons) and (B)(6) 2006 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New events added: device dislocation, no energy, fatigue, myalgia, arthralgia, feeling abnormal, rash, nasal disorder, food allergy, stomach pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation: uterus'), device dislocation ('coil was in the outside wall of my stomach') and systemic lupus erythematosus ('autoimmune diagnosed: lupus'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), alopecia ("hair loss"), fatigue ("tired"), myalgia ("sore aching muscles"), arthralgia ("sore aching joint"), feeling abnormal ("extreme brain fog"), rash ("rash"), nasal disorder ("sores in my nose"), food allergy ("tons of food allergy"), asthenia ("no energy") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (received treatment for perforation). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device dislocation, systemic lupus erythematosus, dyspareunia, abdominal pain, pelvic pain, menorrhagia, vaginal discharge, tooth disorder, alopecia, fatigue, myalgia, arthralgia, feeling abnormal, rash, nasal disorder, food allergy, asthenia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, asthenia, device dislocation, dyspareunia, fatigue, feeling abnormal, food allergy, menorrhagia, myalgia, nasal disorder, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for perforation: uterus. Discrepancy noted, in date of insertion (B)(6) 2005 (summons) and (B)(6) 2006 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2006, essure confirmation test (unspecified): bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and alopecia ("hair loss"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, systemic lupus erythematosus, dyspareunia, abdominal pain, pelvic pain, menorrhagia, vaginal discharge, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic pain, systemic lupus erythematosus, tooth disorder, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for perforation: uterus. Discrepancy noted in date of insertion (B)(6) 2005 (summons) and (B)(6) 2006 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. . Events added from pfs- dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), lupus, perforation: uterus, vaginal discharge, dental problems, hair loss. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.